Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences. Customer's sensor glucose was 156 and blood glucose was 40 mg/dl. Customer also received a meter blood glucose now alert. Troubleshooting was performed and customer was advised to disconnect from sensor for 30 to 60 minutes and then reconnect sensor. Customer was advised that sensor would be replaced.